Event description:
It was reported that during a da vinci-assisted surgical procedure, an endoscope was difficult to insert during a procedure. Technical support engineer (tse) first guided the site to replace the cannula, but the issue remained. Tse then guided the site to swap the endoscope and instrument between two systems, and the site reported that the issue did not follow the instrument after the swap. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found in system logs errors found confirming the fault occurred in the field. Upon visual inspection, issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the cannula (printed circuit assembly (pca) sensor was further inspected and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to communication errors within the cannula pca sensor assembly.